Event description:
The facility's biomedical technician reported an infusion pump that alarms for downstream occlusion at the low setting but not at the high setting, found during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact inforamtion was provided.